Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the fluid path. The following information was provided by the initial reporter : it was reported that the syringes have a varying amount of overprint of black ink where the connection would be made on the luer lock.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the fluid path. The following information was provided by the initial reporter : it was reported that the syringes have a varying amount of overprint of black ink where the connection would be made on the luer lock.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/17/2022. H.6. Investigation: one photo and sixty-five 3ml syringes (p/n 309657) were received and evaluated. The photo was of three syringes in blister packs. One of the syringes had rolled scale. All three syringes had ink smears located on their luer lock. There were sixty-one syringes in sealed blister packs and four loose 3ml syringes received from batch # 1259058. All of the syringes had light print and rolled scale. Forty-nine out of the sixty-five syringes had ink smears located on their luer lock. The four loose syringes had contact ink smears outside print area. The conditions observed were non-conforming per product specification. Potential root cause for the scale marking defects are associated with the marking process. Batch #1259058 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.